Event description:
Patient's new one touch meter would not power on. Patient had purchased the meter 2 days ago; it was new. Patient attempted to test while feeling dizzy. Patient took no action to affect their blood glucose level following use of the meter. Patient received advice, but no treatment from a medical professional. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) confirmed that the batteries were less than 1 year old, were correctly installed, and the battery contacts were in good condition. The ccr walked the patient through pressing the powere button and the meter did not power on. The meter was replaced.